Event description:
It was also reported that the patient had an appointment (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Later it was reported that the last time the manufacturer's representative saw the patient, she was reprogrammed and had effective t herapy.

Event description:
It was reported that the stimulator worked fairly decent for the patient but about a month prior to report she was walking and a dog lunged as her. As a result, the patient went to step sideways and twisted her leg. Ever since that time, the patient had a ¿horrifying¿ pain in the hip area where the battery was located, and ¿now¿ it was protruding up her side under the rib cage. The patient wanted to know if this was normal. The patient also stated that she could not ¿take it anymore¿ and ¿was not able to lie on her left side anymore.¿ it was interfering with the patient¿s sitting or walking. When the patient sat it was going around to the ¿butt cheeks¿ to the hip and ¿but got [the patient] close to bed ridden.¿ the patient asked if icing the implant area would interfere with the implantable neurostimulator (ins). The patient mentioned that she had tried contacting the doctors but was being, ¿bounced around form place to place to place.¿ the patient stated one doctor would not return her calls but her primary care physician had ¿upped the medication¿ she was taking. The oxycontin was up to 40mg three times a week and the patient was ¿still dropping two to three percs a day.¿ the patient stated, ¿this is absolutely horrendous. I can¿t even walk up a set of steps.¿ later, the patient reported that she still had concerns with the device or therapy but was working with the doctor or manufacturer representative. The patient also noted that she was not satisfied. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was a sudden loss of stimulation and therapeutic effect after the slip. Per the reporter, the manufacturer was contacted (B)(6) 2014 to meet the patient. Reprogramming was needed. There was a note of x-ray of t-spine to eval lead placement. The patient had not recovered and the symptoms/issue was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).